Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a defective safety mechanism is confirmed; however, the exact cause is unknown. One photograph of an introducer needle was returned for evaluation. An initial visual observation of the photograph showed an introducer needle with the safety mechanism partially detached from the needle shaft and not properly covering the needle tip. Evidence of use was observed on the sample in the returned photograph. While the safety mechanism was observed to be misaligned, there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of this misalignment. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, on monday december 23, after they pulled out introduced needle, safety device didn¿t deployed properly. No harm to patient or nurse. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.